Event description:
It is reported that the connecting bolt between the articular surface and tibial component loosened and the patient was subsequently revised.

Manufacturer narrative:
Evaluation summary: compatibility was verified with no issues noted. Review of the returned radiograph confirms the screw has disassociated as the head of the screw is visible above the metal support in the polyethylene and the shaft of the screw is not perpendicular to the tibial tray. The quality of the radiograph does not allow for assessment of positioning or alignment. The returned picture of the locking screw suggests damage to the leading threads. It is unknown if this occurred during implantation, upon disassociation, or at removal. The photograph of the articular surface depicts damage to the railings. It is unknown if this damage occurred during removal or if the articular surface disassociated as a result of the loosened locking screw. No devices were returned as the patient has retained them. Operative notes were not provided. A definitive root cause cannot be determined with the information provided. Device history records were reviewed and found conforming. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.